Manufacturer narrative:
Reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered curved pipe was deformed, scratches on the insertion tube, insertion tube was discolored, discoloration was observed on the curved rubber, missing curved rubber joint, curved rubber bond was cracked, scratch on the curved rubber adhesive part, air and water nozzles are clogged, and the draining function was reduced and foreign object in the nozzle. Additionally, scratches were found on the tip cover, operation part, discoloration of the operation part, scratches were found on switch 1, switch box, scratches on the operation part cover, scratches are found on the up/down/right/ left knob, scratches on the up/down angle fixing lever, scratches are found on the grip, scratches were found on the universal cord and universal cord was discolored. Furthermore, scratches were found on the operation part side oredome of the universal cord, scratches were found on the scope connector and scratches on the scope connector cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a endoscopy, defective air/water supply on the evis lucera elite gastrointestinal videoscope. Upon inspection and testing of the returned unit, foreign object in the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.